Event description:
Patient reported non-compliance with uv spectacle wear. Suspected premature photopolymerization of the lens. The light adjustable lens was explanted from the patient's right eye on (B)(6) 2021. Rxsight's awareness date was 9/29/2021.

Manufacturer narrative:
Patient reported non-compliance with uv spectacle wear. Suspected premature photopolymerization of the lens. The light adjustable lens was explanted from the patient's right eye on (B)(6) 2021. Rxsight's awareness date was 9/29/2021. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens confirmed the presence of an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.

Manufacturer narrative:
Patient reported non-compliance with uv spectacle wear. Suspected premature photopolymerization of the lens. The light adjustable lens was explanted from the patient's right eye on (B)(6) 2021. Rxsight's awareness date was 9/29/2021. Device history record for the lens was reviewed. No issues were noted. The lens is in process of being returned for evaluation.

Event description:
Patient reported non-compliance with uv spectacle wear. Suspected premature photopolymerization of the lens. The light adjustable lens was explanted from the patient's right eye on (B)(6) 2021. Rxsight's awareness date was 9/29/2021.